Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was 121 mg/dl. The customer reported that the reservoir lip broke off. The customer also states that the reservoir was able to lock in place . The customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.